Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented during follow-up, multiple non-sustained rv oversensing episodes and one episode stating magnet response were observed through merlin.net transmission. Sjm technical services was contacted and review of session records showed post-paced t-wave oversensing on stored egm. Suggested programming changes were made.